Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the output from the generator dropped from 10 watts to minimum. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device found that the unit has some minor scratches on the cover otherwise the unit appeared to be in good condition. Functional analysis showed that all the knobs and switches appeared to be functioning properly. Electrical evaluation revealed that the unit has passed the endostat iii return evaluation procedure and is within all test parameters. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the output from the generator dropped from 10 watts to minimum. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of failure to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.